Event description:
Facility reported during surgery, the small battery drive works only intermittently and makes strange noises. It was reported there was no patient harm and no delay in surgery. No medical intervention required. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.